Manufacturer narrative:
Upon completion of the investigation a f/u up report will be filed.

Event description:
Affiliate reported that the pt had been on the drainage sys 10 days. During routine transport of the pt it was found that the drain tubing had become detached on the proximal side of the csf sampling port. The tube was immediately clamped off, the remainder of the drain was removed and replaced with a new unit.